Event description:
It was reported the physician was implanting a gore viatorr tips endoprosthesis. Upon deployment, the device was noted to be in the incorrect position. The physician attempted to both advance the device and retrieve it into the sheath but was unable to do so. The device was withdrawn to the right jugular vein and left in place. A second viatorr device was then implanted with no adverse effects. One week after the procedure, the patient developed right subclavian vein thrombosis. The physician elected to monitor the patient and wait for collateral vessels to develop around the subclavian thrombosis.